Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The buttons were not responding. Insulin pump had insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons operating properly and passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08725 inches. No unexpected insulin flow blocked alarms noted during testing. The following were noted during visual inspection: scratched case, missing display window cover, pillowing keypad overlay, stained keypad overlay, and cracked battery tube threads. (B)(4).